Manufacturer narrative:
Two spectra cylinders were visually inspected and functionally tested. Analysis results indicate that no device failure occurred and the device performed within specification.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the spectra device was removed due to an infection. Another prosthesis was implanted. There were no patient complications reported as a result of this event.